Manufacturer narrative:
Additional information was received that the physician believed the symptoms were procedure related. The patient was reportedly healing well.

Event description:
A report was received that the patient, who had a recent revision procedure, experienced that the battery site had opened up. Other symptom included pain at the site. The site was redressed and resutured. The patient was also placed on antibiotics, and the battery site looked better.

Event description:
A report was received that the patient, who had a recent revision procedure, experienced that the battery site had opened up. Other symptom included pain at the site. The site was redressed and resutured. The patient was also placed on antibiotics, and the battery site looked better.